Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced cannula was slightly diagonal event on (B)(6) 2026 due to hyperglycemia. The peak blood glucose level was 292 mg/dl. Patient tested for ketones and ketone levels found between moderate and large. Patient experienced dizziness, headache, hyperglycemia, malaise, nausea and shaking/tremors. No further information available.